Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 180 units of insulin. Additionally, the customer received an unknown malfunction and the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose level was 136 mg/dl. Customer reverted to manual injections for alternate insulin therapy.